Manufacturer narrative:
It was reported that the ventilator was not working. During arrival on site to investigate the ventilator, it was noticed by our field service engineer (fse) that the ventilator was serviced by a third party. During the inspection, it was found that one nozzle unit was defective and one was missing. The o2 sensor was also missing. Liquid spill was found on the pneumatic back-plane printed circuit board (pcb). The expiratory channel pcb and the pressure transducers pcb: s were found to be defective. All parts are required to be replaced. According to the information provided, the device is not in working condition and the customer is not interested. No further issues have been reported after the event. A visual inspection confirms the reported liquid spill problem. There is no information on how the liquid spill entered the ventilator system or what kind of liquid spill it was. The root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: #(B)(4)

Event description:
It was reported that the ventilator's printed circuit board was contaminated with liquid. There was no patient harm. Manufacturer's ref.#: (B)(4).